Event description:
The balloon burst in situ. There were no pt complications.

Manufacturer narrative:
MFR control no. Ii97-22. The sample has been returned for evaluation. Co's evaluation determined that the balloon latex had deteriorated at the distal glue line. A probable cause of this is inadequate adhesion between the latex balloon and the catheter tubing.